Manufacturer narrative:
Concomitant medical product: product ID :3057, product type: screening device . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urgency frequency, urge incontinence. Patient mentioned that she was experiencing a lot of pain last night. Later patient stated she was feeling pain at her incision site. A day later patient stated before they made a therapy adjustment on the day of this call, patient tried to turn her stimulation up but it was painful. Addition information reported 3 days later, indicated that device would not connect to the ens device. Also patient mentioned she felt she may have a bladder infection. The patient took out the batteries and she was still getting an error on her device that it cannot connect. No further complications were reported/anticipated.